Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is not confirmed. The device was not received for evaluation, and no photo was provided for investigation. The method of bone preparation employed during the procedure, as well as the bone quality encountered, was not provided. The most likely cause for the reported failure is a user error.

Event description:
On 11/15/2022, it was reported by a sales representative via sems that a ar-1688-cp implant systems anchor failed prior to implantation. This occurred during a case when the anchor failed prior to implantation, it would not advance after drilling the pilot hole. A new ar-1688-cp was opened and the case was completed.